Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the 3m tape on the remote manager had fallen off the fridge. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) 3m tape fell off the refrigerator and it needed to be reattached. A field service engineer found hasp was falling off door hinge, reattached it, tested in diagnostics and confirmed that the device was working fine to resolve the issue. Devices affected by this event may cause the door to fall, leading to physical trauma of the user that may require medical or surgical intervention. The system functioned as intended after the field service engineer repaired the device.